Manufacturer narrative:
Concomitant products: vedr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the lead alert triggered, and the atrial lead exhibited low impedances, nonphysiologic a-a intervals, and possible noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.